Manufacturer narrative:
Lot review: a two year review of the complaint database showed that there have been four complaints for the c1000. None were disconnects as described by the patient.

Event description:
Medwatch#5066643, complaint received regarding one c1000, clave connector. Report states: patient reported that the white part of a clave connector broke off in his central IV line. He needed to have a PICC placed until he can have another central line placed. He did not save the connector and does not know the lot number and had no other information. He states the md is aware. No other adverse events reported.